Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including a lack of energy. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the insulin pump failed the high pressure test twice. The customer also reported a lost sensor alert, a weak signal alert and calibration error alerts from the insulin pump the customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.